Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming, one unit of prismaflex tpe2000 set c had an external fluid leak at the drain bag stopcock. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual sample was not available however, photos of the impacted unit was provided for investigation. Their visual inspection observed that the stopcock from the drain bag was cracked. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.